Manufacturer narrative:
This is two of two initial MDR report being submitted for this complaint with associated MFR number 3008264254-2016-00052 (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
As reported by a health care professional, during a thrombectomy procedure at the middle cerebral artery the physician wanted to make a second pass with a competitor's thrombectomy device. The physician could no longer push the competitor's device through the prowler select plus (606s255x/17330342) microcatheter; the device got stuck half way in the catheter. It was not possible to push the device. The same problem occurred with the second prowler select plus (606s255x/17330342) catheter. The procedure was completed with a new prowler select plus catheter (lot unknown) and the same thrombectomy device passed through it without any issues; however the surgery was delayed by 35 minutes. There were no damages or kinks noted on the two complaint prowler catheter and no damages were noted on the competitor's thrombectomy device. An adequate continuous flush was maintained through the catheter at all times. There were no adverse events reported. Patient was a (B)(6) male; whose vessels were not very tortuous. It was initially reported that both the complaint prowler select plus catheters are available for return.

Manufacturer narrative:
This is two of two final MDR report being submitted for this complaint with associated MFR number 3008264254-2016-00052 and 3008264254-2016-00053. Device returned on 06sep2016. A non-sterile prowler select plus 150/5cm was received coiled inside of a plastic bag. The device was inspected and no damages were noted on it. Some waves were noted on the devices; however these appear to have occurred during the handling of the units when they were returned for evaluation. The micro-catheter was inspected under the microscope and no damages were noted on it. The ID from the micro-catheter was measured and was found to be within specification. Hub ID 0.021¿, specification: .021" minimum, distal ID 0.021¿ specification: .021" minimum. A review of the manufacturing documentation associated with this lot 17330342 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The received micro catheter was flushed using a lab sample syringe, after which a guide wire .018¿ lab sample was introduced into the micro catheter and was advanced until the micro catheter distal tip without any difficulty. Based on the information and analysis, the reported event of obstruction of the microcatheter was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).